Event description:
It was reported that during preparation of a steerable guide catheter (sgc), while flushing, a pin sized hole in the dilator flush port luer and a leak was observed between the flush port and the stopcock. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The returned device analysis did not confirm product quality problem associated with flush port having a small orifice on it. The analysis, however, did identify that the dilator flush port was cracked and confirmed the reported leak/splash. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the reported information and analysis of the returned device, the reported product quality problem appears to be due to user perception of the cause of the leak or user interpretation of the crack. Additionally, the investigation determined the cracked dilator flush port resulting in the reported leak/splash to be related to a potential product quality issue. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that during preparation of a steerable guide catheter (sgc), while flushing, a pin sized hole in the dilator flush port luer and a leak was observed between the flush port and the stopcock. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.